Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be implanted due to the battery voltage estimator. Furthermore, the physician had difficulty inserting the patient's lead into the connector port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.